Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
Subject ID: (B)(6), study no: (B)(4). Clinical adverse events received for right shoulder recurrent rotator cuff tear, biceps tendon tear, impingement, ac joint artropathy, chondromalacia and prominent hardware. Device and procedure(relatedness), device related: no information provided, procedure related: no information provided, date of event: no information provided, date of implant: no information provided, date of revision: no information provided, device location: no information provided. Treatment/impact: right shoulder revision rotator cuff repair, open biceps tenodesis, arthroscopic acromioplasty, arthroscopic distal clavicle resection, extensive debridement, open removal of deep painful hardware. Depuy synthes product used: catalog number: no information provided, lot number: no information provided, component type: no information provided, description: no information provided.

Manufacturer narrative:
Product complaint # (B)(4). Upon further review, it has been determined that there is no allegation against the device, no reportable event. Further updates will only be provided if additional information is received that changes the regulatory determination.